Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon firing across the cystic duct with the first device had clips dropping out of the device into the patient, requiring removal through the trocar. The clips were not holding the tissue once placed on the tissue and he had to a second device to insure the clips were stable. They did perform a rigid cholangiogram during the procedure. There was no patient consequence reported. The device was discarded.